Event description:
The patient¿s mother reported that the patient was having an increase in seizures. The patient was having 3 seizures back to back. It was noted that the patient had only been implanted for a few months with the vns therapy system. No additional relevant information has been received to date.